Manufacturer narrative:
A company representative examined the system and was unable to replicated the reported issue. The system was then tested and met all product specifications. A root cause has not been identified. (B)(4).

Event description:
A customer reported the surgeon was not getting the power intended while in torsional mode during surgery. The patient's anterior chamber wall was punctured. The procedure was unable to be completed. The surgeon contacted a retinal surgeon and the patient was scheduled for an additional procedure (vitrectomy and lens removal). Multiple attempts have been made to acquire additional information, but none has been received to date.